Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years, eight months and twenty days post a port placement procedure in the internal jugular vein, the catheter was allegedly found to be torn. There was no reported patient injury.

Event description:
It was reported that three years, eight months, and twenty days post a port placement via the internal jugular vein, the catheter was allegedly found to be torn. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial compound break was noted approximately 4.1cm from the distal end of the cath-lock. A complete compound break was noted on the distal end of the attached catheter and the proximal end of the distal catheter segment that was elliptical in shape. The edges of the partial compound break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth on both regions. Splits were noted on the border of both regions. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be round and smooth in one region and granular in the other region. Small splits were noted on the border of both regions. Upon infusion, a leak from the partial compound break on the attached catheter was observed. Therefore, the investigation is confirmed for the reported fracture and identified material separation, wear and deformation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.